Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-07165. It was reported the patient experienced overstimulation from the lamitrode s-8 lead as it was fractured. Also, the percutaneous lead was reportedly not functioning. Both leads were explanted and replaced.